Event description:
From MDR 2438477-2025-00002: drive devilbiss healthcare was notified of an incident involving an elevated toilet seat by a letter from an attorney, alleging that it became loose and caused the end user to fall. No specific defect has been identified. The end user sustained a broken femur that required surgery. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.